Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, no communication between the transmitter and the pump, lost sensor alarm, sensor glucose vs. Blood glucose, sensor updating/sg not available, air bubbles anomaly. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: troubleshooting was performed for the event.the event involved product(s) acc-1601, mmt-1884l, mmt-7040a, mmt-332a, mmt-866a, mmt-7841zn. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported air bubbles. Confirmed used room temperature insulin.customer not successful in purging air bubbles.customer reported damage to the belt clip.customer reported low bgs. Customer has been using the insulin pumpsystem within 48hrs of reported low bg event. Cust does not believe thepump is over delivering.customer reports receiving a sensor updating /sg value not availablealert.customer is reporting a discrepancy between sg and bg which is notwithin range. Customer reported a loss of communication between the transmitter andthe pump. Confirmed xmtr serial number is programmed in manage devicesscreen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. No product return is required for acc-1601. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-866a. No product return is required for mmt-7841zn.